Manufacturer narrative:
(B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported an issue with their freestyle flash blood glucose monitor. Upon product investigation, it was discovered that the meter exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.